Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. All the buttons functioned properly and no button error alarm noted. Unable to inspect moisture damage on keypad traces due to pump is being held for dva. Insulin pump had minor scratched liquid crystal display window. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
The customer reported hospitalization due to low blood glucose. Customer stated the insulin pump delivered a lot of insulin into his body, started to feel low and got button error. Customer mentioned that the insulin pump had scratched on the screen. Customer's wife drove him to emergency room and was placed to intensive care unit right away. Customer's blood glucose was 30 mg/dl. Advised the customer the insulin pump and transmitter would be replaced. No further information provided.